Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a total of three cypher stents implanted in the distal right coronary artery (rca) target lesion during the study index procedure: a 2.75 x 18 mm, a 2.5 x 23 mm and a 2.5 x 13 mm stent in overlapping fashion from distal to proximal. After pre-dilation with a non-cordis balloon catheter, a cypher 2.5 x 23 mm stent was delivered to the target lesion but failed to cross. On the next attempt, the stent was successfully implanted at 12 atm. An intimal dissection was noted after the implantation. Two additional cypher stent were implanted in overlapping fashion to complete the procedure successfully/treat the dissection. The patient was discharged the day after the procedure. The patient's troponin level was noted to be elevated post-procedure.

Event description:
The report received from (B)(4) study indicated that the patient was enrolled in the study and had a total of three cypher stents implanted in the distal right coronary artery (rca) target lesion during the index procedure: a 2.75 x 18 mm, a 2.5 x 23 mm and a 2.5 x 13 mm stent in overlapping fashion from distal to proximal. After pre-dilation with a non-cordis balloon catheter, a cypher 2.75 x 18 mm stent was delivered to the target lesion but failed to cross. On the next attempt, the stent was successfully implanted at 12 atm. An intimal dissection was noted after the implantation. Two additional cypher stents were implanted in overlapping fashion to complete the procedure successfully/treat the dissection. The patient was discharged the day after the procedure.

Manufacturer narrative:
Additional information was received for this (B)(4) study patient. The 12-month follow-up information was received. Originally it was noted that the cypher 2.75 x 18 mm stent was implanted causing a dissection necessitating implantation of two additional stents. The new/modified information received indicated that the dissection was caused by the cypher 2.5 x 23 mm stent in the distal rca necessitating 2 additional cypher stents: a 2.75 x 18 mm and a 2.5 x 13 mm. The distal rca target lesion was reported to be: de novo, 2.8 mm vessel diameter, 20 mm length, heavily calcified, not tortuous, no thrombus present, a 90% stenosis, and type b2. The lesion was pre-dilated with an unknown (non-cordis) balloon catheter. Three cypher stents were implanted in overlapping fashion (from distal to proximal): a 2.75 x 18 mm (stent #1), at 12 atm a 2.5 x 23 mm stent (stent #2) at 12 atm, and a 2.5 x 13 mm stent (stent #3) at 12 atm. Stent number one and number three were post-dilated. The residual stenosis and final dissection grade was 0%. The flow pre-procedure was timi 1 and post-procedure timi 3. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2010-00169 and #3003742446-2011-00151.

Manufacturer narrative:
The proximal lad target lesion was reported to be: de novo, 2.8 mm vessel diameter, 20 mm length, heavily calcified, not tortuous, no thrombus present, a 90% stenosis, and type b2. The lesion was pre-dilated with an unknown (non-cordis) balloon catheter. Three cypher stents were implanted in overlapping fashion (from distal to proximal): a 2.75 x 18 mm (stent #1), at 12 atm a 2.5 x 23 mm stent (stent #2) at 12 atm, and a 2.5 x 13 mm stent (stent #3) at 12 atm. Stent number one and number three were post-dilated. The residual stenosis and final dissection grade was 0%. The flow pre-procedure was timi 1 and post-procedure timi 3. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure.

Manufacturer narrative:
The report received from the (B)(4) study indicated that during a pci, a vessel dissection occurred post implantation of a cypher stent. Two additional cypher stents were implanted to treat the dissection successfully. The index lesion treated was the distal rca. The lesion was described as type b2, 20 mm in length in a 2.8mm vessel reference diameter and heavily calcified. After pre-dilation with a non-cordis balloon catheter, a cypher 2.75 x 18 mm stent was delivered to the target lesion but failed to cross. On the next attempt, the stent was successfully implanted at 12 atm. An intimal dissection was noted after the implantation. Two additional cypher stents, a 2.5 x 23 mm and a 2.5 x 13 mm were implanted in overlapping fashion from distal to proximal. Timi flow was I pre-procedure and iii post procedure. The patient was discharged the day after the procedure. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15112640 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Dissections are known potential adverse events during pci. In the precautions section of the IFU it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. This is an inherent risk of the procedure. Based on the information available, there are possible vessel characteristics (heavy calcification) and procedural factors that may have contributed to this event.